Manufacturer narrative:
The complaint is confirmed based on the customer provided photos, which identify that the cancellous screw had broken. However, without receipt of the screw for evaluation, no dimensions were able to be assessed and no further analysis on the devices involved in the event could be conducted. The cause remains undetermined.

Event description:
It was reported that the device was broken during the removal of the plate and the screws one year after a high tibial osteotomy surgery. The screws and the plate were discarded and the remaining broken parts were not removed out of the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery. Update 25-nov-2021: it was confirmed that the screws were already broken before the surgeon tried to remove them. The surgery was no revision, as the defect of the devices was not seen on the x-rays before surgery. The correction of the high tibial osteotomy was still fine.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.